Event description:
It was noted a certain lot number had a musty smell. Devices were not used in patient care. 18 kits are being returned with the manufacturing date of 12/2021 and the lot numbers of 1317200211216 and 1317199211202 and 1317195210904.